Event description:
The customer contact reported the device was found delivering on a different line and at a rate different than originally programmed resulting in the pt receiving more IV fluid than intended. At an unspecified time, the primary line of the device was programmed to deliver 5% dextrose in water at a rate of 100ml/hr with a vtbi (volume to be infused) of 1000ml, and the delivery was started. The customer contact stated that the nurse had cleared the programming on the secondary line and a secondary deliver was not programmed. It was reported that the nurse noted that the device was delivering via the primary line at a rate of 100ml/hr and left the room. Approximately 30 minutes later, the nurse found the device was delivering from the secondary line at a rate of 200ml/hr. The device was removed from clinical service and therapy was resumed using a replacement device. The customer contact reported that there were no adverse pt effects. No further medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4)